Event description:
The patient experienced a skin tear while taking readings on the pes. It was not certain if the pes caused the injury. The tear was treated by application of a bandage.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.